Manufacturer narrative:
Occupation = rt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the radiopaque marker separated from an advance 35 lp low profile balloon catheter. The separated portion of the device remained in the patient. Additional information has been requested, but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: c description of event: as reported, during an unknown procedure, the radiopaque marker separated from an advance 35 lp low profile balloon catheter. The separated portion of the device remained in the patient. Upon initial evaluation of the returned device on 07jul2020, the balloon was noted to have ruptured circumferentially. Part of the balloon material was attached to the proximal end of the device. The distal tip of the device was not returned. One marker band remained. Additional information was also received 09jul2020. The procedure being performed at the time of the event involved repair of a fractured stent in the subclavian vein. The anatomy was not tortuous or calcified. The complaint balloon was inflated one time below nominal pressure, within the unknown fractured stent, using an inflation device and a 50/50 ratio of contrast to saline. The balloon ruptured circumferentially within the stent, and as the user attempted to remove the balloon, the marker band separated. The device was removed; however, the separated marker band remained in the patient. Angioplasty was performed, and covered stents were used to repair the fractured stent and hold the marker band in place. There are no plans to remove the marker band from the patient. There was no blood noted in the inflation device. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one used pta5-35-80-10-4.0 to cook for investigation. Physical examination of the returned device confirmed that the balloon was ruptured circumferentially. There was biomatter present on the complaint device. Approximately 3.3cm of balloon was attached to the proximal end. The distal tip was not returned. One marker band remained attached to the catheter shaft. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description ¿the balloon is manufactured from an extra-thinwall, high-strength, minimally compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures.¿ intended use ¿the advance 35lp low profile pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty (pta) of lesions peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae.¿ warnings ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ precautions ¿the catheter is not intended for the delivery of stents.¿ ¿all stents should be deployed in accordance with the manufacturer¿s indications and instructions for use.¿ instructions for use balloon preparation ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.)¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ how supplied ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that the procedure and unintended use error contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Event description:
Upon initial evaluation of the returned device on (B)(6)2020, the balloon was noted to have ruptured circumferentially. Part of the balloon material was attached to the proximal end of the device. The distal tip of the device was not returned. One marker band remained. Additional information was also received (B)(6)2020. The procedure being performed at the time of the event involved repair of a fractured stent in the subclavian vein. The anatomy was not tortuous or calcified. The complaint balloon was inflated one time below nominal pressure, within the unknown fractured stent, using an inflation device and a 50/50 ratio of contrast to saline. The balloon ruptured circumferentially within the stent, and as the user attempted to remove the balloon, the marker band separated. The device was removed; however, the separated marker band remained in the patient. Angioplasty was performed, and covered stents were used to repair the fractured stent and hold the marker band in place. There are no plans to remove the marker band from the patient. There was no blood noted in the inflation device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: b5, d10, h6. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.